Manufacturer narrative:
Analysis of the 97755 recharger (rtm) (serial number (B)(6)) found loose recharger cable at donut. Cable insulation is torn at donut end. Scrapped due to failed on bench test but passed on tester. Found no issues with rtm charging the ins. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they were having issues charging their ins. Pt stated it was taking forever to charge their ins and they needed another donut. During the call it was attempted to collect serial number of the recharger (rtm) and pt was confused and first noted they didn't have the "box" anymore. Pt then confirmed they still had their controller and rtm. Pt confirmed no visible damages to the rtm and confirmed the rtm got hotter than usual once in a while when charging ins; pt noted "you can tell the difference" and noted it didn't last and when they moved a minute it quit (ps understood this as the ins stopped charging). The issue was not resolved. An email was sent to the repair department to replace the rtm. Pt also noted that their device helped (ps understood this as their therapy helped).